Event description:
Side rails up and in place, staff member reported hearing click that l sr was secure. Patient turned on r side holding l side rail. Staff member heard another click, side rail disengaged and patient fell to ground. Patient had minor laceration to head.